Manufacturer narrative:
Event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position with initial outcome severe regurgitation where an slda happened. The first device was deployed by the physician against recommendation of the edwards team. After deployment, an slda from the septal leaflet occurred immediately. P5 was implanted s/p centrally with a 3/9 clocking. The first device was successfully stabilized with a second p5 also s/p with a 3/9 clocking. However, the outcome was still massive to severe.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with other empirical evidence based on the accounts of the edwards clinical specialist who was present during the procedure. Available information suggests procedural factors likely contributed to the event due to the implant release against cs recommendation. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.